Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: h6(medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate failure. Performed pm checklist procedures per manufacturer specifications. All tests passed. Found that helium regulator was at the bottom of specifications so the fse adjusted to middle of specifications. Also found tidal volume disc to be at the end of four years so fse replaced. Again performed pm checklist procedures all test passed. Handed unit over to customer in good condition.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6), rn manager of (B)(6) contacted during a procedure. She advised they were having an issue with the cardiosave intra-aortic balloon pump (iabp) not starting to pump. The pump monitor showed an active ECG tracing, an active arterial line tracing but the blue balloon pressure wave form was flat lined. There was no patient harm or injury reported.